Event description:
It was reported that the hub of the catheter exhibited a leakage. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3/h6: four hundred and sixty-two (462) unopened, unused 22g x 1¿ protectiv sister samples were returned for analysis (sku# 305006 - 450 from lot 6021646, 5 from lot 4388013, 3 from lot 4388003, 2 from lot 4417418, and 1 each from lots 4374634 and 4388014). All evaluated samples were found to be acceptable without failure. Based on sister sample analysis, the complaint cannot be confirmed. The cause of the reported issue was not determined as no issue was identified through testing.